Event description:
It was reported that before use a bd 60ml syringe luer-lok¿ tip syringe was found with a cracked barrel. The following information was provided by the initial reporter, per email: our company uses cat# 309653 in our operations. Last week during a routine process we discovered a 60 ml syringe (lot # 7255824) that was cracked down the entire length of the barrel. We have inspected the remainder of our supply with this lot number and we have not discovered any additional instances of this issue. Can you please check and see if there have been any other issues reported with this lot number of syringe? Is this issue something that can happen during the course of manufacturing of these materials?.

Manufacturer narrative:
Investigation: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : n/a

Event description:
It was reported that before use a bd 60ml syringe luer-lok¿ tip syringe was found with a cracked barrel. The following information was provided by the initial reporter, per email: our company uses cat# 309653 in our operations. Last week during a routine process we discovered a 60 ml syringe (lot # 7255824) that was cracked down the entire length of the barrel. We have inspected the remainder of our supply with this lot number and we have not discovered any additional instances of this issue. Can you please check and see if there have been any other issues reported with this lot number of syringe? Is this issue something that can happen during the course of manufacturing of these materials?.